Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to the display of the error icon "call tech support". The receiver data log could not be downloaded, but a "call tech support" error was observed and pictures were taken. The reported event of an error icon display was confirmed due to "call tech support" being displayed on the screen. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an 'call tech support' error was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.